Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was non-compliant and the pump was occluded. There was no blood flowing through the pump. The pump was weaned to 6000rpm over 3-4 days and was turned off. The pump was not explanted. The patient was reportedly able to maintain enough left ventricular support to be discharged home on unspecified heart failure medications. Additional information was requested but was not provided.

Manufacturer narrative:
The reported event could not be confirmed as the patient¿s pump was not explanted and a full investigation could not be conducted. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.